Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter power issue began one week prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen when unable to test with the subject meter. The patient reported developing symptoms of feelings ¿sweaty, shaky and dizzy¿ the day after the reported power issue began. The patient denied receiving medical treatment. At the time of the troubleshooting, the cca noted that the patient had not replaced the subject meter¿s batteries as recommended in the owner¿s manual. The patient did not have new batteries at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.